Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013: the patient presented with preoperative diagnoses of lumbar stenosis l3-4 and status post fusion l4-5. The patient underwent the following procedures: lumbar laminectomy and foraminotomy at l3-4 with decompression of l3 and l4 nerve roots; removal of posterior nonsegmental instrumentation, l4-5; exploration of fusion l4-5. Per the op notes, the screws had a small amount of bony overgrowth, which was removed. The fusion mass was found to be quite solid. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011, the patient underwent a lumbar spine fusion procedure in which rhbmp-2/acs, and bio granules from an unknown manufacturer were used. On (B)(6) 2013, the patient underwent an unknown fusion procedure in which rhbmp-2/acs was used.